Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction#: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that during the load step the pump failed to recognize cartridge, giving a no cartridge detected warning. A force sensor calibration test confirmed the sensor is not detecting correct force. Evaluation revealed that the solder joint (u4) component was found to be shifted.